Manufacturer narrative:
The explant was reported due to decreased cusp mobility and stenosis. The investigation found that cusps 1 and 2 contained fibrous thickening. Cusp 2 was torn in multiple places. On the inflow surface, there was fibrous pannus ingrowth on all three cusps. On cusp 2 there was fibrous pannus ingrowth on the outflow surface. All three cusps had thrombus on the outflow surface. No acute inflammation was present. The cause of the tears and pannus could not be conclusively determined.

Event description:
During a mitral valve replacement (mvr) in 2017, a epic valve (serial number: unknown) was implanted using a everting mattress suturing technique with pledgets. Two years later, the mitral valve area was observed to have narrowed and the cusps of the valve were reported to have decreased in mobility. On an unknown date, a re-do procedure was performed and the epic valve was explanted and exchanged for a 23mm masters valve (serial number: unknown). During the procedure, an echo revealed that the leaflets were not coapting properly due to pannus proliferation. The patient is reported to be stable. No additional information is expected.

Manufacturer narrative:
The explant was reported due to decreased cusp mobility and stenosis. The investigation found that cusps 1 and 2 contained fibrous thickening. Cusp 2 was torn in multiple places. On the inflow surface, there was fibrous pannus ingrowth on all three cusps. On cusp 2 there was fibrous pannus ingrowth on the outflow surface. All three cusps had thrombus on the outflow surface. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears and pannus could not be conclusively determined.

Manufacturer narrative:
Corrected information: b5, d3, d4, d6, g1, g4, g7, h2, h10. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is (B)(4).

Event description:
During a mitral valve replacement (mvr) on (B)(6) 2016, an epic valve (serial number: unknown) was implanted using a everting mattress suturing technique with pledgets. Two years later, the mitral valve area was observed to have narrowed and the cusps of the valve were reported to have decreased in mobility. On an unknown date, a re-do procedure was performed and the epic valve was explanted and exchanged for a 23mm masters valve (serial number: unknown). During the procedure, an echo revealed that the leaflets were not coapting properly due to pannus proliferation. The patient is reported to be stable. No additional information is expected.